Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported collagen in artery when using the angio-seal device. An ipsilateral femoral artery approach was used with the 4.5 fr guiding sheath from the right common femoral artery. For the btk (below-the-knee) artery occlusion, a balloon dilation was performed. There was no stenosis observed around the puncture site under angiographic guidance. The moderate vascular calcification was identified, but the physician decided to use an angio-seal device for hemostasis. The angio-seal locator/insertion sheath assembly was inserted into the puncture site and the insertion sheath was successfully positioned. After the device was inserted into the insertion sheath when the device cap was locked into the rear positioned and the device/sheath assembly was withdrawn, the anchor became caught on a calcified plaque which was present distal to the puncture site. However, the physician thought that the anchor was positioned against the vessel wall and continued to pull the device/insertion sheath assembly. As the physician then felt something different, the pulse from the popliteal artery was confirmed but there was no pulse confirmed. The physician suspected the anchor and collagen might have been inside the blood vessel and all the peripheral blood vessels below the popliteal artery might have been occluded. Angiography was performed after a sheath was inserted from the left leg and the collagen was identified inside the blood vessel at the puncture site. Blood loss was reported to be less than 250 cc. The patient was taking 100 mg of aspirin daily. Surgical intervention was performed by a vascular surgeon and the collagen and the anchor were removed. Hemostasis was successfully achieved by suturing the blood vessel. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 5 fr. The patient was injured, but the patient recovered.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. From the complaint description. The anchor became caught on a calcified plaque which was present distal to the puncture site. The physician identified that the artery was moderately calcified and proceeded to use the device. The IFU states "if patients have clinically significant peripheral vascular disease, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site". However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.